Manufacturer narrative:
The device history record was reviewed for all products involved in the event. All components were manufactured in accordance with the device master record. Inspection and test results met specifications. Misonix cannot perform a thorough investigation on the subject nexus® bonescalpel® 20mm blade, micro hook shaver and tube set as it was not returned for evaluation. Misonix reviewed product labeling for the nexus® standard handpiece used with bonescalpel® accessories. The instructions for use manual for the nexus® standard handpiece, part number 100-21-0001, includes warnings and cautions regarding the surgical technique and device settings required to prevent thermal injury, tissue necrosis, and burns to patient tissue. The IFU states that a protective silicone sleeve, included with certain probe tips, reduces the risk of thermal damage but does not eliminate it. Contact with the silicone sleeve should be avoided or kept brief with minimal amount of contact pressure. Pressure and extended exposure can still result in excessive frictional heat and cause burns.

Event description:
On (B)(6) 2022, a misonix sales rep reported a patient burn that occurred near the right lip during a lefort/ bilateral sagittal split osteotomy while using the nexus® bonescalpel® 20mm blade, micro hook shaver and tube set (part number 110-31-5501). The surgeon was instructed to apply a continuous, lateral sweeping motion to minimize contact duration prior to the cut beginning. The tip rested on the cheek retractor which caused the heat transfer.